Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had shut down. The customer¿s blood glucose value was 18 mmol/l. The customer also stated that insulin pump felled down on top. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to battery tube power connector not connected properly to electrical board, connected power connector and continued testing. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was received with scratched case and pillowing keypad overlay.